Event description:
It was reported that the patients ipg was not working as intended and leads had migrated. The patient underwent ipg and lead replacement procedure and was doing well postoperatively. The explanted device components were not returned as they were kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7111597/7111600.